Manufacturer narrative:
A ge svc rep performed an onsite investigation. The rotational potentiometer and a cable were replaced. The software was upgraded and a motion calibration was performed. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed intermittent motion errors and would have to be rebooted in order to continue the case. No pt injury was reported.